Event description:
Pt presented to the ER on (B)(6) 2015. Intraosseous device inserted by the ER physician. Pt admitted and the floor nurse noted that the intraosseous device was leaking. The nurse requested assistance in removal by the ER staff. The ER nurse came to remove the io and noted that the device was already out and was attached to the gauze. The pt was discharged and returned on (B)(6) 2015 complaining of shoulder pain. An x-ray was obtained and showed that a 2cm linear foreign object noted on x-ray with what appeared to have a segment of a catheter remaining.